Event description:
(B)(4). I received the essure procedure at my gyn's office. During the procedure one of the inserts "disappeared" on the left side. Doctor unable to locate it. I was in terrible constant pain for up to a full month. Than intermediate pain for following 6 months. Pain was unrelievable cramping and sharp and constant. Also a burning sensation. Period cramping since procedure leaves me unfunctional for days. I had none of this before receiving the essure. I've also experienced severe mood swings, depression that lasts for weeks, and loss of sexual desire.

Event description:
(B)(4). On (B)(6) 2015 I had a bilateral salpingectomy by robotic procedure to remove essure devices. Pathology report stated the right essure device was in fallopian tube. Left fallopian tube did not contain the essure device. A CT scan was done prior to surgery in which the left device was seen, but in surgery they visually were not able to see the device. The left essure device has completely perforated my fallopian tube, and has migrated to an unknown area. In 3 months I will have another special CT scan done to possibly "tag" location, another robotic surgery to remove device and at the same time a live xray to make sure all pieces removed. Others symptoms I've had for the past year are chronic pelvic pain, chronic fatigue, brain "fogginess", and frequent illnesses, such as colds, flu, and bronchitis. I was implanted with the essure device (B)(6) 2013.